Event description:
The report from the field indicated that: when a package for a jr4 6f brite tip was opened, a jl4 was found instead. The device was flushed but was not used in the patient. Per reporter, it is account's practice to discard the outer boxes when the products are received and place them on a hook inside of a cabinet, due to space limitations. The packages with the guides are then opened at the tableside. The product was not used in the patient; there was no patient injury.

Manufacturer narrative:
This product is available for evaluation and testing; however , it has not been received as of today. Additional information will be submitted within 30 days of receipt.